Event description:
Account states they have been getting erratic recovery for vancomycin for about a month. They gave the following examples: sample 1 - initial 6.80 ug.ml repeated as 4.80 ug/ml. Sample 2 - initial 13.6 ug/ml, repeated as 47.56 ug/ml and 12.13 ug/ml. The account did not report any adverse events for the patients. The field service rep replaced the halogen lamp to repair the instrument.